Event description:
Event description cpi received information that this patient's atrial bipolar lead (4271) was removed from service due to several dislodgements. It was replaced with a sweet tip bipolar lead (4269).